Manufacturer narrative:
Model number: 720185-01, lot number: 1000182429, model description: reservoir flat iz 100 ml.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to fluid loss. A new 24cm x 12mm ipp device was implanted. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to fluid loss. A new 24cm x 12mm ipp device was implanted. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.

Manufacturer narrative:
Correction provided in h10 to reservoir lot number information provided. D4: model number: 72404156. Lot number: 507196016. Model description: reservoir 100 ml pc/iz.